Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the fact that the issue only occurred only once, it can be assumed that a micro clot which was removed by further processing partially clogged the sample probe and led to insufficient sample aspiration.

Event description:
The customer received a questionable igg gen.2 result for one patient sample. The initial result was 3.40 g/l. The pulmonologist did not believe this result. The sample was repeated and the results were 9.40, 9.36, 9.41, 9.41, 9.26 and 9.41 g/l. The patient was not adversely affected. The reagent lot number was 602912. The expiration date was requested, but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).